Event description:
It was reported that an unspecified failure occurred with a proglide device relative to an unspecified procedure. No additional information was provided at this time.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Analysis was performed on the returned device. The insufficient information was observed as suture retrieval issue needle to cuff miss. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined, that the unspecified failure mode and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d9 - device available for evaluation: updated from no to yes.